Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
D6a should be (B)(6) 2025 rather than blank.

Event description:
New information receives notes that the issue was resolved by switching the patient¿s mobile transmitter.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.